Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned a follow up will be filed as needed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Internal complaint reference: (B)(4).

Event description:
It was reported that when the novasure device was removed the physician noted fibers were coming off of the device. The physician was able to remove the fibers. No injury reported.

Manufacturer narrative:
The reported device was returned for evaluation. Visual inspection under a high powered microscope noted no holes in the array. It was noted that the non-conductive thread tails at the fundal area had unraveled and frayed.